Event description:
It was reported that on (B)(6) 2010, after predilatation was performed on the lesions, three non-abbott stents were implanted in lesions in the left anterior descending artery (lad), the proximal left circumflex (lcx) and the distal lcx. No post-dilatation was performed; however, good expansion and blood flow (timi flow3) was confirmed with intravascular ultrasound (ivus), and the procedure was completed. The residual stenosis rate of the three treated lesions was 0%, and there was residual stenosis was identified in the lad, distally. On (B)(6) 2010, the findings of the electrocardiogram examination after the procedure were considered normal. On (B)(6) 2010, a promus stent was implanted in the proximal right coronary artery (rca) and two xience v stents were implanted in the distal rca. On (B)(6) 2010, the patient was discharged. Follow-up visits on (B)(6) 2011 confirmed no new angina symptoms and the patient was confirmed to be taking anti-thrombotic medicines. On (B)(6) 2011, the patient was found dead with cardiopulmonary arrest at home and was transferred to the hospital. An intratracheal intubation was performed, along with CPR, without results. Resuscitation was stopped with the family's consent. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of cardiac arrest, respiratory distress/compromise, thrombosis, and death are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional xience and promus referenced are being filed under separate medwatch reports.